Event description:
It was reported that during an unknown procedure, the tissue pad was nearly detached. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/18/2008. Information anticipated, but unavailable at this time.